Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis. However, there is no objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of (B)(6) which is known to reside on human skin and nares. Peritonitis caused by staphylococcus aureus is often associated with exposure of the organism through respiratory secretions. Therefore, the patient¿s peritonitis can be reasonable attributed to the patient not wearing a facemask during the pd exchange, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. During follow-up, the patient¿s pd nurse reported that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic on (B)(6) 2020. A pd culture was obtained (the same day) which yielded an elevated white blood cell (wbc) count and growth of (B)(6). The nurse indicated the patient is being treated with vancomycin 2 grams intra-peritoneal (ip) for 21 days. The patient did not require hospitalization and is recovering from the event, according to the nurse. The nurse reported the peritonitis was not suspected to be related to fresenius products, additionally, the nurse confirmed the patient did not experience any fluid leaks in relation to the event. Per the nurse, the patient¿s peritonitis was associated with the patient not wearing a facemask during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.